Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter sutureless connector found coring, tears, and cuts in seal; meets leak criteria. (B)(4).

Event description:
It was reported that during pump replacement on (B)(6) 2015 the catheter connector was also replaced due to a clogged sutureless connector. The reason for the pump replacement was not provided. No diagnostic studies were performed. The catheter issue was identified when the pump was replaced. Debris was found in the distal area of the sutureless connector and also in the pin. The suture was left on the proximal side of the pin to denote orientation. The reporter wondered if the filter worked. There was no intervention other than the replacement. The original catheter was left implanted and used. After the pump and connector were replaced, the system had good flow. There were no patient symptoms. The patient recovered without sequela and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.